Manufacturer narrative:
Outcome of investigation is pending. A final report will be submitted upon completion.

Event description:
Customer reported stairlift has electrical sparks when used. No injury reported.